Manufacturer narrative:
(B)(4)the device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. A review of the service history revealed no issues that would have caused or contributed to the iipv. A visual inspection was performed. Full functional testing, electrical safety testing, calibration, and simulated therapy were performed with no additional defects or malfunctions found with the device. The cause was one or more cycles were advanced to the next fill when a slow/no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 23:08:30. During night drain cycle four, the patient's ultrafiltration reading was 1489ml, indicating the home patient drained 1489ml more than their maximum programmed fill volume of 2400ml. No additional information is available.